Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated. The following information was received by the initial reporter with the verbatim. Product: bd alaris pump infusion set line was primed with normal saline and when nurse went to add the phaseal connector to the lowest y site port access (closest to the patient) the line pulled apart.

Manufacturer narrative:
It was reported by customer that line was primed with normal saline and when nurse went to add the phaseal connector to the lowest y site port access (closest to the patient) the line pulled apart. Two samples were received of material 2420-0007 for quality evaluation. Each set was visually examined for damages an abnormalities. Each of the sets showed that the tubing had separated from the inlet port of the most distal y-site smartsite. Further examination of the separation of the tubing to the y-site, under magnification, shows that there is an insufficient amount of solvent residue on surface of the tubing and the inner surface of the y-site inlet port. Separation of the components can happen with minimal force with an insufficient amount of bonding solvent. The investigation has been forwarded the manufacturing facility for further evaluation. Investigation at the manufacturing facility indicates the lack of solvent was probably caused due to not following the proper work instruction for the assembly. Not properly loading the tubing into the assembly fixture or improper use of the assembly fixture can cause the issue seen in this complaint. A quality alert has been issued to the personnel involved regarding the importance of following the procedures and correct usage of the assembly fixtures. A device history record review for model 2420-0007 lot number 23065443 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 2420-0007, batch number#: 23065443. It was reported by customer that line was primed with normal saline and when nurse went to add the phaseal connector to the lowest y site port access (closest to the patient) the line pulled apart. I have a possible lot number of the packaging¿most were tossed as staff report they were told to no longer collect. Verbatim#: rcc received the complaint via email. Email(s) as attached. "Please see the attached photos of a new tubing issue today, product: bd alaris pump infusion set line was primed with normal saline and when nurse went to add the phaseal connector to the lowest y site port access (closest to the patient) the line pulled apart. I have a possible lot number of the packaging¿most were tossed as staff report they were told to no longer collect. No injury to patient, no exposure as no drug was yet added to the set."